Event description:
Additional information received reported that the endoleak remains but the physician now believes it is a type ii endoleak. The patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4). Film evaluation results are: review of pre-implant CT¿s and 3d film report confirmed that the patient had a 5.4cm max diameter aaa. The proximal neck diameter just below the lowest left renal artery measured 23mm, and 1cm lower measured 23 x 21mm. At the bottom of the 17mm length neck the diameter of the neck was 24mm. The neck was moderately calcified and free from thrombus, and the infrarenal neck was angulated ~50 deg p-a relative to the proximal portion of the aaa. The distal aortic diameter measured ~2cm and was extensively calcified. Both iliac arteries were non-tortuous and moderately calcified. The rcia diameter ranged from 14 ¿ 13 ¿ 15mm, and the lcia diameter ranged from 12 ¿ 15mm. The cause of the proximal type I endoleak reported during implant could not be determined from the films provided. Images during implant and post-implant were not available for review. It is possible that the calcified and moderately angulated neck may have contributed.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. It was reported that during the procedure there was a possible type ia endoleak. The physician decided to balloon the proximal aspect of the endurant stent graft a second time. After re-ballooning the proximal end of the stent graft, the angiogram revealed the endoleak improved but a small delayed type ia endoleak remained. Per the physician, the endoleak is expected to resolve and the patient will be monitored. No clinical sequelae were reported and the patient is fine.